Event description:
It was reported that before an unknown procedure, handpiece was not functioning. The case was completed by using a third handpiece. No patient consequence.

Manufacturer narrative:
Date sent: 5/15/2008. Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and gave a solid tone. In addition, the handpiece no longer meets the specifications for continuity. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.